Event description:
It was reported that after the device did not cross a heavily calcified lesion in the "lad", the stent delivery system (sds) was withdrawn from the coronary anatomy and the stent was observed to remain at the proximal edge of the lesion. A dilatation catheter was advanced through the undeployed stent and inflated, then withdrawn together with the stent. It was noted that the lesion had been pre-dilated, but that the lesion may not have been completely opened. No patient injury was reported.